Manufacturer narrative:
(B)(4). Additional information received: the lot numbers are not available since both devices were disposed of after the initial procedure on (B)(6) 2017. Asked the sales rep the opinion of the surgeon as to why they had opened. The surgeon thought the staples were defective? Sales rep believed the surgeon sutured over the cut lines, but was not positive. Additional information requested and received: how many total firings of the device were there in the procedure? 2. How many firings were using white reloads? 1. How many firings were using blue reloads? 1. Were there any staple formation issues noted in the primary procedure? None noted at re-operation, which firings and on what structures were staples lines open on? Gj and proximal portion of jj. Were any staple formation issues identified at reoperation? Yes surgeon noted the staples line looked like they had ¿opened up¿. Was the staple line completely open? As far as the surgeon could tell. Were there any suspected post-operative deviations from the normal patient protocol? No. What is the current patient status? Patient passed away.

Event description:
It was reported that 10 days after having a laparoscopic gastric bypass procedure (surgery date: (B)(4)) the patient was very sick and returned to the hospital. Upon reviewing the CT scan results it was noted that there was air in the abdomen. The surgeon re-operated and found that both staple lines, one using a white reload and the other a blue, were open and that there was pus in the belly indicating signs of infection. The patient is currently in the ICU.

Manufacturer narrative:
(B)(4). Additional sterile product returned for analysis: batch # p55p83 lot # p91t5r mfg. Date: 3/9/2017 exp. Date: 2/29/2020. Batch # p55y7d lot # p91y9t mfg. Date: 3/9/2017 exp. Date: 2/29/2020. The analysis found that nine pse45a devices were returned sterile and with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.